Event description:
It was reported that the customer experienced issues with the touchscreen becoming frozen. Reportedly, the customer has to press the wake button for the touchscreen to respond. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.